Manufacturer narrative:
An investigation was initiated in response to this customer complaint. The customer's raw data was analyzed for the investigation. ---fine tuning--- according to vilink alert tool criteria, no fine tuning was needed during customer¿s tests. However, the fine tuning performed prior to the identifications issues was non optimal. The monitoring of the fine tuning status with vilink alert tool is requires that all mandatory fine tuning criteria have been met and the calibrator spot quality preparation is good. ---spot preparation--- the calibrator and sample spot preparation were non optimal. The ¿all peaks¿ values are quite heterogeneous. ---knowledge base (kb) review--- the expected identification for each isolate remains unknown as the strains were not tested by a reference method, such as sequencing. ---sample data analysis--- analysis of the sample data shows that the number of all peaks are heterogeneous. The all peaks values vary between 12 and 107. In addition, the number of peaks detected for some identifications files is low (not enough peaks). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator). Accession: (B)(6) according to data provided, - low discrimination result was obtained from the spectra having a low number of peaks (34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). - the misidentification as brucella spp was obtained with a low identification score (-0.25) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Accession: (B)(6) according to data provided, - low discrimination results were obtained from the spectra having low number of peaks (44 and 52). - identification as pseudomonas aeruginosa was obtained with a good level of peaks (77) and a good identification score (0.69). Accession: (B)(6) according to data provided, - no identification result was due to ¿not enough peaks¿ spectra. This means that not enough peaks have been acquired from the spot. It could be due to insufficient organism quantity deposit on the spots. - low discrimination result was obtained from the spectra having a low number of peaks (45). - the misidentification as brucella spp was obtained with a low identification score (-0.18) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). - identification as streptococcus anginosus was obtained with a good level of peaks (107) but a low identification score (-0.12). It could be species not present in the vitek ms kb v3.2. The cause of the misidentification issue as brucella spp is a kb weakness combined with a bad quality of spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning). ---root cause--- - non optimal spot preparation - kb weakness linked with the bad quality of spectra (for brucella misidentification) - non optimal fine tuning ---conclusion--- the customer's issues were determined to be due to non-optimal spot preparation, non-optimal fine tuning, along with a knowledge base weakness linked with the bad quality of spectra obtained. Local customer service (lcs) has been requested to perform a new fine tuning and to provide the customer with additional training materials to help improve spot preparation technique. A change request has been initiated by r&d to improve the next version of the vitek ms kb to limit misidentifications of organisms as brucella spp.

Event description:
A customer in the united states notified biomérieux of obtaining discrepant identifications and low discrimination identifications including brucella spp. For three (3) isolates in association with the vitek® ms instrument (ref 410895, serial (B)(4)). Patient 1: (B)(6) 1st run: no ID, not enough peaks 2nd run: low discrimination brucella ssp 48.9% / streptococcus anginosus 51% 3rd run: single choice streptococcus anginosus 99.9% patient 2: (B)(6) only run: low discrimination cronobacter sakazakii 33% / brucella spp 33% / providencia alcalifaciens 33% patient 3: (B)(6) 1st run: single choice pseudomonas aeruginosa 2nd run: low discrimination kytococcus sedentarius 50% / dermabacter hominis 50% 3rd run: low discrimination dermabacter hominis 50% / brucella spp 50% the customer informed local customer service (lcs) that ultimately, the correct identifications were obtained, but the customer was more concerned with brucella spp. Being included in some of the low discrimination identification results. The expected identification for each isolate is unknown. The information provided by the customer does not clearly state which identification was expected for each isolate. Additionally, the isolates were not tested with a reference method, such as sequencing, to confirm the identifications. There is no indication or report from the customer that these events led to any adverse event related to any patient's state of health. A biomérieux internal investigation was initiated.